Manufacturer narrative:
A data review for console serial # console (B)(6) was performed on may 24, 2024. The reviews show no temperature errors or microwave errors on the system indicating that the system is operating as intended. The placement patterns are inconsistent with a normal use for an 80x140 template, indicative of multiple placements in the treatment area. The data indicates the system is functioning normally and would not be the cause of the burns. Multiple passes on the same area has a high likelihood of causing burns. The placement data suggests the machine is not being used as intended.

Event description:
Patient burn following a miradry treatment.